Event description:
The patient had spasticity issues 2 years ago after flipping their wheelchair which caused the patient to have a hematoma behind the pump. The patient stated their spasticity issues had been resolved and they were very happy with the pump and therapy. The patient stated that the pump and catheter were replaced last (B)(6). On (B)(6) 2015 information received from the healthcare provider¿s nurse reported that the pump was not replaced. The healthcare provider reviewed the pump and decided not to replace it and only changed out the catheter. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) reported that the pump delivered baclofen 2000mcg/ml at 670.3mcg/day from (B)(6) 2013. The patient reported bilateral lower extremity and abdominal spasms post fall with transfer to wheelchair. An MRI was obtained with no changes. The drug was changed to gablofen on (B)(6) 2013 and the dose was increased on (B)(6) 2014 to 693.7mcg/day. A bolus of 50mcg was performed on (B)(6) 2014 without "h' reflexes or abdominal spasms, increased dose o bpm and mn by 10%." No relief so the patient was referred for exploratory surgery scheduled (B)(6) 2014 at which time the patient obtained an ultrasound which showed a hematoma. No hematoma or issues with the currently system were noted at surgery nor with increased intrathecal baclofen (itb) dose. The patient was evaluated in (B)(6) 2015 and was prescribed lyrica 75mg twice daily. The spasms resolved.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).